Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. Analysis found the battery was damaged.

Event description:
This report is to advise of an event observed during analysis and assessment of a malfunction detected while this non-therapy diagnostic-only product was still in the box, prior to use/implant.